Event description:
An impella rp flex device was inserted into the left internal jugular vein in a 74-year-old male patient with a past medical history of coronary artery bypass graft (CABG) surgery presenting in right heart failure, scai stage e shock, on multiple inotropes and vasopressors, and impella 5.5 device (inserted surgically into the right axillary artery) prior to initiation of support. The impella rp flex device was inserted for ventricular support post-operatively for left ventricular assist device (lvad). The impella rp flex showed pressor sensor (ps) high, flows 0.0 (0.0/0.0), and purge pressure spiked at approximately 1,000 and then normalized at p-8. The device was unable to regain flows until p-2 at 0.3 l/min. Continuous veno-venous hemofiltration (cvvh) had acutely clotted simultaneously with the impella rp alarms, and lab results were mostly hemolyzed; therefore, the decision was made to remove the impella rp at the bedside. During preparation for removal, the impella rp pump stopped twice and could not be restarted. The impella rp flex was removed on (B)(6) 2026 at 11:04 am. After removal, a clot was noted at the inlet, and another large clot was noted at the outlet. Per family request, the patient was made comfort measures only (cmo) hours after the impella rp was removed. The impella 5.5 was turned off and the patient passed away. The impella 5.5 was removed on (B)(6) 2026 at 4:40 pm. The post-procedure outcome was expired at explant. The device is unlikely to have contributed to the patient¿s death which was most likely due to the clinical condition of a critically ill patient with right heart failure complicated by scai stage e shock at presentation. Thrombus (thrombosis) can occur due to inadequate anticoagulation and is an adverse event associated with impella's mechanical support. Thrombosis and hemolysis are listed as potential adverse events consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The device is unlikely to have contributed to the patient¿s death which was most likely due to the clinical condition of a critically ill patient with right heart failure complicated by scai stage e shock at presentation. Thrombus (thrombosis) can occur due to inadequate anticoagulation and is an adverse event associated with impella's mechanical support. Thrombosis and hemolysis are listed as potential adverse events consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The device was returned therefore d9 was updated.

Manufacturer narrative:
D1 (brand name) has been updated. H3 (device evaluated by manufacturer?) Has been updated, as the investigation was completed and product was returned. Hemolysis/mechanical interaction with blood: the cause of the issue was likely biomaterial as evidenced by the returned product having biomaterial around impeller and within cannula temporary pump stop: the cause of the issue was likely biomaterial as evidenced by the returned product having biomaterial around impeller and within cannula and returned product running with no pump stops. Low or blocked pump flow: the cause of the issue was likely biomaterial as evidenced by the returned product having biomaterial around impeller and within cannula and no low pump flow reproduction after biomaterial removal.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.